Manufacturer narrative:
Super poligrip extra care with poliseal is mfg in (B)(4), and the product was not available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) male pt who used super poligrip extra care with poliseal as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip extra care with poliseal. An unk time later, the pt experienced neuropathy. This case was assessed as medically serious by (B)(4). Use of super poligrip extra care with poliseal was discontinued. At the time of reporting, the event was unresolved.